Event description:
It was reported the patient began feeling stimulation that was "radiating out" instead of pulsing as usual. The stimulation changed about two weeks prior. The patient had driven a car that had magnets in the car seat. The patient turns his stimulator off when driving. When he sat in the car, the stimulation unit turned on. The patient attempted to make adjustments with the patient programmer, but it was not helping the stimulation pattern. The patient is seeking a new physician. Additional information has been requested.